Event description:
The customer reported that she was hospitalized and in a coma, due to low blood glucose two months ago. No add'l info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.